Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint via e-mail for inaccurate test results on true metrix meters. Customer provided limited information in the e-mail, but expressed concern the inaccurate results could cause harm. Product information, including meter serial number(s) and test strip lot number(s) were not provided in the e-mail. Customer did not report any symptoms or medical intervention associated with the use of the products in the e-mail. Customer's contact telephone number was provided in the e-mail; manufacturer was unable to contact and no further details were able to be obtained.